Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced a connector that was loose or separation of connector and injector. The following information was provided by the initial reporter: material no.: 515070 batch no.: unknown decitabine IV chemo hung via short set to 5 port line with ivf. Rn return to check on patient and found IV line disconnected on the floor leaking under bed. Per patient he never got out of bed but raised his arms over his head which possibly disconnected the lines. The line disconnected from the patient side at phaseal optima - blue connector disconnected from heparin cap. Rn stopped infusion and notified charge. Patient instructed to stay in bed, bed moved to get to spill. Chemo spill clean up rn x2, x35000 notified for final clean, new bed ordered for patient, rn notified attending and pharmd on-call.